Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited noise with oversensing, delivered inappropriate tachy therapy, and recorded a high out-of-range pace impedance measurement of (B)(4). It was suspected that the lead integrity was compromised. Therapy was exhausted; nine bursts of anti-tachycardia pacing (atp) and six shocks were delivered. As a result, the patient experienced pain and the delivered therapy disrupted the patient's sleep. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD system remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited noise with oversensing, delivered inappropriate tachy therapy, and recorded a high out-of-range pace impedance measurement of 1,539 ohms. It was suspected that the lead integrity was compromised. Therapy was exhausted; nine bursts of anti-tachycardia pacing (atp) and six shocks were delivered. As a result, the patient experienced pain and the delivered therapy disrupted the patient's sleep. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD system remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.